Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2020. H3 evaluation: complaint sample not received for evaluation. Retained sample analysis: five retain samples of each of incident codes and lot number were retrieved for analysis. The needles were inspected for any attribute defects and no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. Needle coa of raw needle release were reviewed and found to be meeting specification requirements. From the batch card review and raw needle review, it is evident that there was no issue related to the needle and suture quality and processing of this incident lot. These needles were supplied by johnson & johnson medical brazil. Hence johnson & johnson medical brazil was also involved into investigation. Needle supplier coa were reviewed for the tests found to be meeting specification requirement. As the complaint is related to needle breakage stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports of needle manufacturing were reviewed for the supplier lot and found to be meeting the specification requirements. This analysis indicated that there was no issue related to processing of the lot. All the values are within the applicable limits. Based on the analysis this complaint could not be found.

Manufacturer narrative:
(B)(4). Batch manufacturing records of ch359/t8007 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hysterectomy procedure on (B)(6) 2019 and suture was used. The needle broke when sewing uterine stump. Changed another one to complete the surgery. No additional information could be provided. There was no adverse patient consequence reported.